Event description:
The healthcare provider reported usually when the patient is sent to the surgeon for a routine pump replacement and they check patency of the catheter, sometimes they encounter a plugged catheter and other times it is a false negative but that they never inject directly in to the catheter. The pump was used to deliver morphine. No patient outcome or interventions reported. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).